Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-aug-2025, the user reported hyperglycemia with a highest recorded blood glucose (bg) of 595 mg/dl, which remained out of range for more than three hours after a supply change. The event was self-treated successfully with a full supply change, after which insulin delivery resumed, and bg returned to range. The device provided a high bg alert. No medical intervention was required.